Event description:
In 2007, patient presented with a short aortic neck and a low accessory renal artery. Access and deployment of a bifurcated and proximal cuff were uneventful. Due to a slight blush noted from a accessory renal, the physician attempted to place a second proximal cuff, however, deployed too high, covering the renals. A coda balloon was used in an attempt to pull the cuff down, which caused a perforation in the aortic neck. An occlusion balloon was used to stop the bleeding, and a third proximal cuff was placed to exclude the perforation. The cuff was placed too high, the perforation was excluded, but the renals were partially covered. The patient is in recovery and on dialysis. The following year, it was reported that the patient was removed off of dialysis and tried to wean off the ventilator. Pt went into atrial fibrillation and was given anti-coagulants, which caused a gi bleed. Pt had a heart attack and expired in 2008.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's anatomy and operational context contributed to the event.